Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that the patient underwent a mesh removal on (B)(6) 2014, due to pelvic pain. It was reported that the patient underwent removal of scar tissue on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to mesh exposure and vaginal bleeding. The patient had mesh removal on (B)(6) 2012 due to pain. No additional information was provided. (B)(4).

Manufacturer narrative:
Lawyer-filed report (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient was treated for vaginal bleeding, anemia and rectovaginal hematoma on (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 in order to treat pelvic organ prolapse. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent perineorrhaphy and cystoscopy.

Event description:
It was reported that the patient concurrently underwent perineorrhaphy and cystoscopy.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.